Manufacturer narrative:
Concomitant medical products - model: ddbc3d1, ICD; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead displayed high / undefined pacing impedance and the lead "failed" during an atrial ablation procedure. The patient is a participant in a clinical study. The lead was removed and replaced. No patient complications have been reported as a result of this event.